Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/lobectomy at the first firing, the devices were unable to fire when used for a vascular treatment. After firing, the surgeon opened the jaws, it was found that the firing was not performed to the end, and it stopped halfway. The thickness of the tissue was thin. The display indication was not checked. The surgeon used the device routinely, no abnormality was felt at the time of firing, it was the same as usual. The firing stopped halfway, so they thought the device was defective. After that, additional resection was performed with the reload and it was completed without problem. There was no problem with the opening and closing check. The procedure was completed with another device.